Event description:
It was reported that on (B)(6) 2009, the patient underwent a stenting procedure in the proximal left anterior descending artery with two vision stents and one xience v stent. On (B)(6) 2009, the patient died a non-cardiac death related to acute respiratory distress syndrome and vasculitis. Upon autopsy, it was noted that the patient had a grade iii vision stent fracture with chronic total occlusion restenosis. Additionally, it was noted that the patient has a grade I xience v stent fracture. The cause of death was determined as not related to the abbott devices. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. One of the vision stents is being reported under a separate medwatch report number. Factors that may contribute to stent fractures include, but are not limited to, processing and/or handling in manufacturing, handling during preparation for use, lesion characteristics, procedural technique, product size selection, severe torquing or kinking of stent (material stress/ fatigue) or interaction with the accessory devices, lesion and/or anatomy. Fatigue from cardiac dynamics and motion may also contribute to stent fractures during or after the procedure. The stent fracture was not noted at the time of stent implant, suggesting that the noted damage occurred post procedure. Although a conclusive cause for the stent fracture cannot be determined, there does not appear to be any indication of a product quality deficiency. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the part and lot numbers were not reported.